Manufacturer narrative:
Biocompatibility testing to iso 10993 was successfully completed on skin-contacting surfaces of the lifevest device as well as the blue(tm) defibrillation gel.

Event description:
A us distributor contacted zoll to report that a patient developed an itchy rash from the lifevest equipment. There was no alleged device malfunction contributing to the irritation. The patient's physician recommended discontinuation of lifevest. Outcome of rash is unknown.